Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with pocket erosion and infection. The cause of the infection was unknown. The physician did not suggest that the infection was due to the system or implant procedure. Patient presented for extraction procedure on (B)(6) 2019. The pacemaker was explanted. The patient was stable post procedure.